Manufacturer narrative:
A ge service rep performed an on site investigation. The lemo connector and a grommet on the interconnect cable was retightened. The system was then found to be operating as intended.

Event description:
The customer reported that the system would not expose and just kept beeping. There is not report of pt injury.